Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded. The tip, balloon, markerbands, shaft, and bonds were microscopically and visually examined. The hypotube had a complete hypotube separation from the strain relief and a hypotube kink distance of separation. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information, due to the additional damage found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jan-2017. It was reported that crossing difficulties were encountered. The 10mmx3mm, 95% stenosed, eccentric, de novo, target lesion with significant lesion bend of <=45 was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the hypotube broke during the procedure and outside patient. The device was removed intact from the patient.